Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter,during the first firing of the device while performing gastric tube construction in a thoraco/esophagus procedure, the stapling was stopped halfway and the device could not be fired. The procedure was completed with another device. There was no patient injury.